Event description:
It was reported that the right ventricular (rv) lead had a lead alert warning and a potential broken lead. Follow up revealed that the right ventricular (rv) lead had non sustained episodes consistent with noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.